Manufacturer narrative:
(B)(4). The product was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system had been exhibiting rising impedance measurements and no capture on the atrial channel. The device had been reprogrammed to unipolar configuration. Most recently, impedance measurements had increased to greater than 2500 ohms in unipolar and bipolar configuration. The patient was having valve surgery and during this procedure, the device and atrial lead were removed from service. No adverse patient effects were reported.